Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer's mother reported that her daughter started to getting button error alarm. Customer stated the battery was removed and the insulin pump working fine but customer wil be going out of town and would prefer insulin pump replacement. Customer's blood glucose was 217 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.